Event description:
A talent bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The iliac arteries were severely calcified and severely tortuous. It was reported that the stent graft was successfully implanted and after the delivery system was removed, the physician noted that the base of the tapered tip was not smooth, it had an edge that was protruding in to the inner lumen at the base of the tapered tip. The physician and rep did not know prior to insertion of the delivery system or the event occurred during removal. There was no resistance felt during removal of the delivery system. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4) (tip deformed): evaluation, results: (severely calcified and severely tortuous iliac arteries). Conclusion: (severely calcified and severely tortuous iliac arteries). The sectioned tapered tip was returned with 1 cm of middle member still attached and its evaluation has been completed. The completed delivery catheter was not returned. The base of the tip appeared deformed. The complaint was confirmed. The damage to the tip is most likely caused by the tip getting caught on the edge of the graft cover during tip recapture attempts. With the reported extremely calcified and tortuous anatomy, it is likely that the tapered tip was retracted at an angel and caught on the edge of the graft cover. Recreation of this scenario was performed in the lab with a similar device which resulted in similar damage as a result of the tip catching against the graft cover edge.